Manufacturer narrative:
A photo analysis was conducted for this complaint. The reported drive tube leak and associated component damage were confirmed upon observing the customer provided photographs. The drive tube was damaged above the upper bearing retainer clip. There were no related product returns received for lot d373. The analysis determined the root cause of the reported leak is likely that an upper bearing stop delaminated from the drive tube shaft and allowed the upper drive tube to twist and break. The upper drive tube twist is the site of the blood leak. A corrective and preventive action has already been initiated. Service order feedback still pending at the time of this report. A supplemental report will be sent once the service order feedback is recieved. (B)(4). Device not returned.

Manufacturer narrative:
This system was used for treatment. Kit lot d373 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). Service order feedback is still pending at the time of this report. Service order feedback information will be sent with final report. This assessment is based on the information available at the time of the investigation. Analysis of the photos provided by the reporter is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak at 1100 ml of whole blood processed (wbp). Customer reported the blood leak occurred at the upper bearing clip. Customer stated there is a small hole next to the upper bearing clip. Customer reported the patient is fine. Prior to treatment the patient had hematocrit of 33.2. A post treatment hematocrit was not checked and the patient was not transfused. Customer reported the leak detector did not seem damaged. Customer requested to speak with service for help cleaning the instrument. Customer will submit photos for evaluation.